Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives device with the error messaging 600.6835 on 8015 (s/n (B)(4)). Case resolution: customer receives device with the error messaging 600.6835 on 8015 (s/n (B)(4)). Explained problematic fault to produce the error message. Informed customer to transfer the network configuration package through system maintenance. Customer identifies device not connecting to system maintenance (v12.1). Interface with customer through remote session. Informed customer that the usb to serial adapter, is causing issue to system maintenance not recognizing device at comm-port. Customer re-install the drivers for the prolific usb adapter. This did not resolve the connection issue to system maintenance. Customer to locate another usb to serial adapter (tripp-lite/keyspan), and re-try process. Customer to call back, if any further issues or concerns. End call. (B)(4).